Event description:
It was reported that pt received high lead impedance on system and normal mode diagnostics. Diagnostics also showed generator was at end of service. Device was set to zero. Vns pt began experiencing vocal cord paralysis one week prior to these results. Pt will have revision surgery. Diagnostics at pt's previous visit 6 months ago were within normal limits. No pt manipulation or trauma was reported. The physician does not believe that the vns stimulation caused the vocal cord paralysis. Pt has other conditions that are likely causing these events.